Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) for noise on the ventricular channel via review of merlin.net transmission. The noise appeared to be due to possible an external source rather than lead noise. The patient was brought into the clinic and isometric testing was performed. No noise was found and was not reproducible. Programming changes were made. The patient has not received any more shocks and the issue was resolved. The patient was stable and without complications before and after the atp and the office visit.